Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation/investigation, but has yet to be received. No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in surgery for proximal ulna fracture on (B)(6) 2017. As the surgeon inserted a va (variable angle) locking screw, the screw head of the locking screw was broken and the shaft was left in patient. The surgeon used power tool to insert the screw. No surgical delay reported. There is no information available about patient and surgical outcome. No other medical intervention was required. This complaint involves 1 part. Concomitant device: 1x unk power tool. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection was performed as part of this investigation. One screw had been received without shaft section. The complaint was confirmed. A visual examination showed that the recess had strong wear marks and the shaft was broken. A definitive root cause could not be determined. As per the complaint description, surgeon used power tool to insert the screw. It can be determined that this may have created an overloading situation and led to this breakage. Corrected data: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.